Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube 90.3 cm distal to the strain relief. Kinks were evident on the hypotube proximal and distal to the detachment site. Tactile testing confirmed kinks. The hypotube material was oval and jagged on both sides of the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent during a procedure. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that a detachment occurred in the catheter of the device while advancing though the guide catheter. It was reported that the device was not kinked and re-straightened during use. The device was not used in the patient. The device returned with a detachment on the hypotube 90.3 cm distal to the strain relief.